Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was sent to the manufacturer for a detailed evaluation. During the evaluation the reported problem could be confirmed on (B)(6) 2019 at 5:54 pm. The root cause was determined to be a temporary deviation on the pba m16.2 which was solved by the restart. In case of a deviation of the pba m16.2, the ventilation unit performs a restart with accompanying alarm in order to reset the system to a specified state. The restart sequence takes up to a maximum of 8 seconds and is accompanied by an audible alarm. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the restart, the ventilation resumes with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was just started. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator made a high pitched alarm and rebooted. There was no patient injury reported.